Manufacturer narrative:
Following return and completion of laboratory analysis, a final report will be completed.

Event description:
It was reported that the patient with a subcutaneous ICD system, presented for an change out due to normal battery depletion. During the procedure, a new emblem device (B)(4) was implanted with the chronic sicd electrode. Post implant testing was then conducted, at which time low shock impedance measurements and device error codes were exhibited. It was elected to intervene and remove the newly implanted device, as a malfunction was suspected. A second emblem device (B)(4) was then implanted; however similar findings were exhibited as with the first replacement product and the patient returned for second exchange. It was then decided to remove the second emblem attempted device as well as, the chronic sicd electrode (B)(4). A new electrode and third emblem device were then implanted and the procedure completed with no further anomalies. The patient exhibited no resulting adverse effects in spite of the extended procedure. Both attempted implant emblem devices as well as the chronic sicd electrode are intended to be returned for analysis. It was reported that post explant, the chronic electrode exhibited abrasion damages.

Event description:
It was reported that the patient with a subcutaneous ICD system, presented for an change out due to normal battery depletion. During the procedure, a new emblem device (a219/244601) was implanted with the chronic sicd electrode. Post implant testing was then conducted, at which time low shock impedance measurements and device error codes were exhibited. It was elected to intervene and remove the newly implanted device, as a malfunction was suspected. A second emblem device (a219/247157) was then implanted; however similar findings were exhibited as with the first replacement product and the patient returned for second exchange. It was then decided to remove the second emblem attempted device as well as, the chronic sicd electrode (3400/a105461). A new electrode and third emblem device were then implanted and the procedure completed with no further anomalies. The patient exhibited no resulting adverse effects in spite of the extended procedure. Both attempted implant emblem devices as well as the chronic sicd electrode were returned for analysis. It was reported that post explant, the chronic electrode exhibited abrasion damages.

Manufacturer narrative:
This s-ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted an arc mark on the exterior of the device case. Additionally, the case was noted to be swollen near the bottom. The device could not be interrogated and no tones were elicited when a magnet was placed over it. Based on the reported clinical observations and the laboratory findings, it was concluded this s-ICD was damaged after attempting to deliver high voltage therapy via a shorted electrode.